Event description:
While attending to a pt the device's energy level was not adjustable through the paddle controls, it remained at 10 joules. The clinician then adjusted the energy via the front panel control on the device and the energy was adjustable, however, it did not remain at the selected energy level after five seconds the energy level reset back to 10 jpules. Clinicia obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.